Event description:
It was reported that the customer had unexplained low and high blood glucose. Caller stated that the insulin pump malfunctioned sometimes it did not delivered any insulin and sometimes it deliver too much. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.